Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient stated v-gos fall off after he sweats. Patient stated he applies v-gos at bedtime or in the morning the following day, but after sweating for an hour at work, the v-gos fall off. Patient did not provide specific dates for the events, stating that the most recent event was a week ago.